Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 1494 - incorrect anatomy.

Event description:
It was reported the procedure was to treat a lesion in the right vertebral artery. The 4.0x15mm rx herculink elite stent delivery system (sds) was advanced to the target lesion however it was noted the stent was loose on the balloon. The sds was removed with the stent still on the balloon. The procedure was completed using another stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It was reported that the balloon expanding stent (bes) was advanced to the target lesion however the stent was loose on the balloon. Factors that may contribute to stent dislodgement including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, and interaction with accessory devices. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported device dislodged or dislocated. There is no indication of a product quality issue with respect to manufacture, design, or labeling. It was reported that the procedure was to treat a lesion in the right vertebral artery. It should be noted that the rx herculink elite peripheral stent system instructions for use, (indications for use) specifies: the rx herculink elite¿ peripheral stent system is indicated for improving arterial luminal diameter in patients with atherosclerotic lesions in renal arteries. It is unknown if the IFU deviation directly caused or contributed to the reported event.